Event description:
Cyberonics vagal nerve stimulator model 102, cyberonic vns lead model 302, ceased to function properly. Xray interpretation was of a broken lead. Implants removed 2006, but leds appeared intact.